Event description:
According to the reporter: occurred during a sleeve gastrectomy. After loading and firing the powered handle, the reload became stuck and did not cut the tissue. The status indicator lights on the powered handle flashed blue. No patient injury or extension in surgical time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.